Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited multiple pacemaker mediated tachycardia episodes. No intervention or additional information was reported..